Manufacturer narrative:
The ge field engineer proposed a fix to replace the chassis. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the wheels almost came out from the chassis. There was no reported patient involvement or any injury.